Event description:
It was reported that pump button was damaged and did not respond when pressed. Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.